Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that the patient was brought to the ER (emergency room) unresponsive, hypotensive, and ¿working towards a central line¿. The symptoms had come on suddenly. There was no family with the patient. They didn't know who his pump managing physician was and they were wondering which pump model the patient had. They had no further history at the time of the report. They wanted someone to come in and check the pump status. No further complications have been reported as a result of this event.